Manufacturer narrative:
The insulin pump alarmed a21 after battery installation due to leak voltage at the interface board. However, the insulin pump was received with all operating currents within specification and passed functional testing. The insulin pump has cracked case at display window corners and minor scratched lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received unexpected restart alarms. Her blood glucose level was 176 mg/dl. The customer was having issues with the insulin pump's battery. She also received battery out limit, failed battery test, and auto off alarms. The customer indicated a serious injury/hospitalization. The product was returned. Nothing further to report.